Event description:
It was reported that the patient had discomfort in the pump pocket. The health care professional (hcp) repositioned the pump in the same pocket. There were no issues with the infusion system and the pump was working fine. It was later reported that the cause of the event was patient exercise. The patient felt the device was uncomfortable due to size and movement. The device system was used to deliver baclofen.

Event description:
It was later reported that the pump was repositioned three times due to pain. The most recent revision took place ¿just under a year¿ prior to the report. The patient met with another healthcare provider (hcp) who wanted to reposition the pump again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).